Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leaks past both o-rings. The customer¿s blood glucose level was 380 mg/dl at the time of incident and the current blood glucose level was 300 mg/dl. The customer declined troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. The customer was treated with insulin for high blood glucose level. Customer stated that the drive support cap appears normal. Customer did not experienced any symptoms for high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer stated that the insulin pump had watchdog timeout alarm. The reservoir will not be returned for analysis.